Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 525 mg/dl with an unknown cause. Bg was treated via a manual injection. The customer was instructed to contact the healthcare provider regarding bg level.